Event description:
During aneurysm stenting attempt, the aneurysm ruptured and an attempt at thrombectomy was performed. A 3 max catheter over a velocity microcatheter and synchro wire was advanced to the clot interface taking care to avoid the unprotected ruptured basilar aneurysm. Attempt at mechanical aspiration was performed using the penumbra aspiration system. On attempt at removal of the 3 max penumbra catheter, the distal tip inadvertently sheared off which was noted on subsequent injection to have migrated into the proximal left aica-pica complex and distally on final injection. A kink was noted upon removal of the 070 neuron guide catheter likely causing the fracture of the 3 max catheter tip and failure of advancement of the stent retriever. The known catheter tip fragment advanced into the mid to distal left aica-pica complex with occlusion distally. The procedure was ended with the tip in place. Diagnosis or reason for use: thrombectomy.